Manufacturer narrative:
No product was returned and no functional tests or inspections could be performed. No x-rays, scans, pictures, or physicians reports were provided. The patient reported brown spots on her face which is a common symptom of melasma. It is highly unlikely that the melasma and hair-loss is implant related. Seizures and necrosis are a potential side effect of a staph infection; however, the cause of the staph infection was not provided. For the aforementioned reasons, the complaint could not be verified and the most likely underlying cause of this complaint could not be determined. There are no indications of manufacturing defects. This is supplemental report one of two for the same event; reference report 0001032347-2017-00445-1.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The following are listed as possible adverse effects in the package insert: metal sensitivity, or allergic reaction to a foreign body. Necrosis of bone. Apart from these adverse effects there are always possible complications of any surgical procedure such as, but not limited to, infection, nerve damage, and pain, which may not be related to the implant. This is report one of two for the same event, reference report 0001032347-2017-00445.

Event description:
The patient reported she had brain decompression surgery on (B)(6) 2012. She inquired about the implant materials and if they were stainless steel. She stated she may have a nickel allergy. The patient was advised our plates consist of commercially pure titanium and our screws are ti-6al-4v. There is no nickel in our plates and/or screws. The patient reported right after her procedure in 2012 she began having seizures and developed brown spots on her face. The doctors diagnosed her with melasma and prescribed medication. As time continued the brown spots increased in size and the hair in the area began to fall out. Her attending physician referred her to an allergist and a dermatologist who ran several tests and took biopsies of the areas, the most recent diagnosis is staph infection. The patient also mentioned necrosis around her implant. The patient reported she has an appointment with another dermatologist (B)(6) 2017. Follow up was requested but has not been received at this time.